Manufacturer narrative:
The manufacturing records were reviewed and no issues were found. H3 other text : the device was not available for return.

Event description:
It was reported that the patient experienced symptoms of a possible stroke during the trial. The patient was hospitalized and the trial was stopped. Nevro attempted to obtain additional information regarding the nature of the incident but was unsuccessful.